Event description:
The patient had two mini vision stents implanted in 2005. Three mos later the patient died due to a myocardial infarction. Reportedly, the death was probably device related; however, this is being conservatively filed. No additional information was available.